Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the cryoablation catheter triggered the display of error code n046 on the console on the first application. This technical error was accompanied by asystole in the patient, which was quickly managed by the team. After attempting to correct the system notice by changing the connection box, a second attempt with the same catheter reproduced error n046 and a second asystole. The catheter was replaced, and the procedure was then successful. No further patient complications have been reported as a result of this event.